Event description:
Caller states she tested 3.7 inr on the coaguchek xs system and 2.7 inr on a comparison lab. Caller states that a medical professional advised her not to take coumadin for one day and then to return to normal. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.